Event description:
It was reported on 2013 (B)(6), the patient felt a shock on (B)(6) 2013 when they took the antenna away from the implantable neurostimulator (ins) after they were done charging after a physician mode reset (pmr). It was "a quick shock and then stopped". The pmr lasted about 10 minutes and then the recharger switched over to normal recharging on its own. It was stated the patient had not felt stimulation since this shock. It was stated, the week before report the patient tried recharging the ins but had a "hard time getting the antenna to ins to get coupling". It was noted that there was a reposition antenna screen. It was also noted, the programmer and recharger showed the ins was fully charged. The day prior to report physician mode reset (pmr) was tried by the patient for approximately one minute and following this they were able to initiate normal charging. The patient turned off stimulation in order to check impedances due to shock reported. It was stated impedances were all within normal range and once stimulation was turned back on, the coverage was where it should be and another recharge was initiated without any problems. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 355531 lot# n313696, implanted: 2012 (B)(6), product type screening device product ID 3888-45 lot# v778999, implanted: 2012 (B)(6), product type lead product ID 3888-33 lot# v741237, implanted: 2012 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3487a-56 lot# v869013, implanted: 2012 (B)(6), product type lead product ID 3487a-56 lot# v805739, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Upon further review the previously reported information regarding the antenna reposition screen and coupling issue does not apply to this event. (B)(4).